Event description:
The account alleged the bed is not functioning at all.

Manufacturer narrative:
Technical support instructed the nurse to reset the bed. After performing a bed reset, the bed functioned properly.